Manufacturer narrative:
At the time of this report, no "date of event" and "date implanted" was reported to the manufacturer. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed abscesses which required incision and drainage. No culture test was performed.